Event description:
Patient reported "removal of textured devices due to the patient's concerns with the product", "capsular contracture baker grade IV", "uncomfortable", "problems with left arm, shoulder, and chest" and "feel like I'm carrying a brick". Healthcare professional later reported "capsular contracture, baker grade IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.